Event description:
I was sent into a psychosis after tms (transcranial magnetic stimulation). I could not control my impulses, was not sleeping for days, and overly stimulated. I have headaches and scalp pain still to the present day.